Event description:
While the surgeon was trying to reduce the trial he fractured the greater trochanter. He noticed the fracture and pulled out the trial and used a dall miles cable to reduce the fracture back in place. Then he proceeded to trial then cement the stem implant. The surgery was completed successfully.